Event description:
The user facility reported the employee is fine and has no sustaining injuries.

Event description:
The user facility reported that an employee received a steam burn as she reached inside the equipment. The employee unlocked the washer door, put on insulated gloves, then opened the washer door and waited a moment. When she reached inside, her arm was burned by the steam exiting the chamber.

Manufacturer narrative:
A steris service technician inspected the unit and determined that it was operating properly. Preventive maintenance was performed and the unit returned to service. An in-service training for the facility will be scheduled.

Manufacturer narrative:
A steris account manager conducted an in-service on november 9, 2009.